Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). Five pictures and two samples were received for evaluation. Based on the pictures, the condition reported is visible. The samples were received in used condition, without it's original packaging and with its certificate of safe handling. The sample was visually inspected under normal lighting and the condition reported in the complaint is visible; however, this does not assure us that there is still a failure of the process, since mishandling by the user by not using the tracheostomy device correctly can cause the rupture. Based on this the complaint cannot be confirmed. It is not perceived that the device has been disassembled or that the device has had any cut before being installed in the patient. Based on investigation results, the root cause is the damage occurred after the product the manufacturing facility. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: d1 and d2.

Event description:
It was reported that uring use, the patient pulled the inflation line and tore it. No patient injury.